Event description:
It was reported that 2 bd sharps coll 3l yellow experienced damaged lids. The following information was provided by the initial reporter: there seems to be a problem with the top locking cap.

Manufacturer narrative:
Investigation summary: no product will be returned per customer. Photos representation was provided for the complaint. It was reported by customer that they have received 2 of the 3l sharps containers (303207) reporting that there seems to be a problem with the top locking cap. After discussion with production regarding the raised customer complaint. In regards to the issue with the locking tab on the 3l container complaint, all closures for the 1.4l, 3l, 8l,17l containers are supplied to pact/vip by bd. Pact/vip don't lock/close the caps in full, as this would not allow the final customer to place sharps into the containers. Reference pictures are attached from production run which evident that sharps packaging with closures not fully closed. A device history record review for material: 303207 and lot number: 21145003 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set of lot. The root cause of this complaint could not be definitively determined.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd sharps coll 3l yellow experienced damaged lids. The following information was provided by the initial reporter: there seems to be a problem with the top locking cap.